Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) and from a consumer regarding a patient who was receiving 2000 mcg/ml of gablofen at 606.7 mcg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump had undergone multiple motor stalls and recoveries. It was confirmed that the patient had not undergone an MRI recently and the patient's pump showed an elective replacement indicator of 16 months at (B)(6) 2017. The patient had heard a pump alarm sometime in the week prior to the report. According to the event logs, (B)(6) 2017 was the last time the pump was interrogated. The patient's pump had stalled on (B)(6) 2017 at 1308 and recovery occurred at 1941. On (B)(6) 2017, a motor stall occurred at 0257 and recovered at 1042. Another motor stall occurred on (B)(6) 2017 and did not recover until (B)(6) 2017 at 0833, with tube set occurring on (B)(6) 2017. It was indicated that other dates of stalls and recoveries occurred correlating with the previously documented stalls. The patient had not recently an MRI but had been exposed to military base security gates, which was speculated as being the potential cause. It was also reported that the patient had experienced increased spasms for the previous couple of weeks and had felt a warmth sensation beginning on (B)(6) 2015. It was noted that the patient's hcp did not feel any warmth on (B)(6) 2017. On (B)(6) 2017, it was reported that they patient's pump was to be replaced to following week. The patient's managing healthcare provider was also provided. On (B)(6) 2017, it was confirmed that the only motor stalls had occurred we on (B)(6) 2017. It was also reported again that the patient's pump was to be replaced and it was reported that the patient's pump was reduced and the patient began management with oral therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.